Event description:
It was reported that the pump touch screen was shattered, unresponsive, and unreadable. Reportedly, the customer fell on the pump and the touch screen became shattered, unresponsive, and unreadable. Customer's blood glucose level was 128 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.